Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Visual inspection of the as returned product identified minor nicks around the internal hex and platform due to usage. The external threads of the device were in good condition. Through dimensional analysis and comparison to drawings, it was determined that the product met design specification. Document reviewed: instructions for use for tapered screw-vent, advent and trabecular metal implants, 4869, rev 7-01/16. Information identified: warnings, precautions, breakage and adverse effects. Per the applicable IFU, under the section "warnings", it is stated that due to the metal conductivity, electrosurgery around the implants and intraoral abutment preparations without irrigation could result in tissue damage DHR review for the lot: (1218636) had revealed no deviations nor non-conformances which could have caused or contributed to gingival recession after implantation of the device. Lot was inspected and passed all acceptance criteria by qa. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot: (1218636) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did not occur and the event could not be verified since x-ray images or pictorial evidence were not provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report. Expiration date and UDI. Explant date. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Device manufacture date. Evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth unknown. Patient sex unknown. Weight unknown. First name unknown. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due to gingival recession. Tooth location 14.